Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the issue was confirmed. Failure analysis started with a visual inspection to check for any physical board damage, connectors, etc. Failure analysis then checked ccc by performing advanced failure analysis per mpi 1069151-01 rev e and confirmed a bricked tegra module. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was not turned off overnight. The customer restarted the surgeon side console (ssc) and the vision side cart (vsc) but the system was still flashing orange. The blue fiber cables were secured. The customer performed a power cycle and an emergency power off but the ssc was not moving at all. There was a system message "system connecting, please wait for da vinci to be ready". The customer noticed that the system's power button was flashing yellow and decided to move to another da vinci system. The procedure was aborted to another dv system with no patient involvement.